Event description:
It was later reported that the patient had multiple dose adjustments between (B)(6) 2012 for spasm control. It was noted that the onset of the adverse event was (B)(6) 2012. A dose change to 100mcg/day was also done on this day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pump implantation, confirmation of cerebrospinal fluid circulation was possible. After pump implantation, the dosing was increased however, no effect was confirmed, and hence it was adjudged as abnormal. The daily dose was increased but short of occasioning any effect. The symptoms were temporarily improved by a bolus. Dose adjustments were made from (B)(6) 2012 to (B)(6) 2012. A contrast radiography investigation was done on (B)(6) 2012 and results were no abnormalities. As far as can be ascertained from the findings, no problem seemed to arise in relation to leakage from the connection, kinking or diffusion into the intraspinal space. A slight resistance was detected when removing the drug through the catheter access port prior to the contrast examination. It was not smooth moving when contrast-radiography material injection before radiography investigation. The removal of contrast agent through the cap post-examination went smoothly. A pump operability test was performed and revealed no problems. On (B)(6), the patient requested a reduced dosage because, it effect was too potent. Drug efficacy initiated. It was a sign of therapy effect. In late (B)(6), it seemed as if a temporary effect was obtained; however, the expected effect could not be obtained. A catheter contrast imaging was performed again, and they were not able to aspirate the drug through the catheter access port. The results of catheter contrast imaging were normal. However, it was difficult to eliminate cerebrospinal fluid from the catheter. On (B)(6) 2012 a rotor test was performed and results were normal. Reconstruction was scheduled. During reconstruction, drug outflow from the implanted catheter was not observed. The catheter was replaced (B)(6) 2012. They were able to confirm outflow of cerebrospinal fluid from the replaced catheter. On (B)(6) 2012, efficacy on the spasticity was initiated. The patient had received surgery for spinal cord tumor, and adhesion, etc in the subarachnoid cavity. The physician's opinion was that the event may have been caused by an adhesion (deposit) of tissue around the side port in the catheter tip, resulting in failure of drug outflow and/or diffusion. However, the suspicion was that drug flow and diffusion was unsuccessful for several reasons, such as the post-operative effect of a thoracic spinal tumor. There were no obvious procedural issues during the surgery. Outcome was noted as recovered. The pump was delivering gabalon.

Manufacturer narrative:
Product ID, 8711 serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter (B)(4).